Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be membrane failure due to storage outside of indicated conditions. Corrosion was observed across the membrane pcba. The corrosion had resulted in damage to the on button line, including one if its vias, resulting in the failure of the device to power on. The fault could not be replicated with a known good membrane installed. This would confirm the failure of the returned membrane due to the corrosion on the membrane. The corrosion on the screws and across the membrane pcba would indicate the device had been stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.